Manufacturer narrative:
Arjo was notified about an event involving maxi sky 2 lift and flite sling. The customer reported that when a patient was lifted the one of the sling loops failed at the stitching and caused the patient to tip sideways. The patient did not sustain any injury. The arjo representative evaluated the sling after the event. The visual inspection confirmed that sling loop had no stitching. The sling was return to the manufacturer for further evaluation. During visual inspection showed that in this particular case the sling was put into the sewing fixture to start the sewing process but no threads was found in the sewing area. The manufacturer performed additional training for the employees on the production line. To sum up, the maxi sky 2 lift flite sling were used with a patient at the time of the event and played a role in the reported event. No injury was reported. The loops failed at the stitching and from that perspective, device did not perform as intended. The complaint is reportable due to indication that patient tip sideways during transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer when one of the sling lthe loop failed at the stitching causing the patient to tip sideways. The patient was near the bed when event happened,. No injury was reported.